Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2020 which was caused by the power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. This is followed by a few other sequences of no external power and or low power hazard events which appear to have been caused by the patient while switching batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review. Technical service reviewed the log file and noted loss of external power events while connected to the mpu and multiple loss of external power events during power source exchanges. The event log file contained approximately 8 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The event was approximately 2 minutes in duration. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. There were three loss of power events that occurred during battery power source exchanges. The events ranged in duration from 40 seconds to 7 minutes. The backup battery in the controller activated during these events. No equipment was returned for evaluation. The reason for the loss of external power events could not specifically be determined from the log file. Multiple requests for additional event information were sent to the customer. No additional event information was provided. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook (doc # 10006136 rev a p.78) and the heartmate 3 IFU (document # 100169835 rev b p. 3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (document # 10006136 rev a p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (document # 100169835 rev b p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to p.3-38). Changing external power sources is documented in the heartmate 3 lvas patient handbook (doc # 10006136 rev a p. 114 - ¿switching power sources¿). No further information was provided. The manufacturer is closing the file on this event.